Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.1845" x 0.1035" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip do not show damage.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument was broken in half. There were no reports of patient injury.